Event description:
Upon arrival of listed product, samples are taken to verify that the microbial count of the product meets aami guidelines. From the period of 3/8/95 to 5/26/95 approx 62% of the product did not. Some of these products were used before the positive results were received due to lack of replacement product. All dialysate lab assays were within regulations and no pt harm was reported. (*)